Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during patient use, an application error occurred. The pt was manually ventilated and transferred to another ventilator. No harm nor injury to the pt reported.